Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to duplicate the reported complaint. The fse used the breakaway clutch and reengaged with the instrument clutch, but it would not lock in place right away. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure that universal surgical manipulator (usm) 4 became unlocked and moved on its own. The procedure was reportedly able to be completed as planned, with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The component was analyzed and it was found to have no issues during in-house testing and during log review. The usm was installed onto a golden system where it functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where it passed all relevant tests within specifications. Once testing was completed, all searchlight, chip encoder virtual absolute (cva), and hall sensor assemblies were inspected, but no faults could be identified.